Event description:
Spontaneous call from patient about pump malfunction (pump s/n:(B)(4)). Patient pump rate: 66ml/24hr. Advised patient to connect to a backup pump immediately before resolving pump issue. Patient was able to switch to backup pump/cassette with no issue. She stated she was experiencing some shortness of breath (patient was off medication for about 10 minutes). Advised patient she may increase oxygen use. By the end of the call, patient symptoms improved. Patient states pump error displayed: 'error 1836'. Could not troubleshoot. Advised we would send new pump to patient. No other information known. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to pt or clinical injury? Pt experienced a little bit of shortness of breath / pt was off of medication for about 10 mins. Advised pt she may increase oxygen use. By the end of the call pt symptoms improved. Is the actual device available to be returned for investigation? Yes; did we replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.